Event description:
It was reported that labels on packages say 60ml and others have 50ml with a bd 60ml syringe luer-lok¿ tip. This occurred on 15 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that some package labels have 60ml and others have 50ml.

Manufacturer narrative:
Investigation: one photo was provided for evaluation. It shows a packaging box label with 60 ml and lot# 8165956 and shows another box label of 50 ml lot# 9240280. Additionally, it shows two packaging blisters one 60 ml and another one 50 ml. From the photos, we can conclude that the customer has a box(es) labeled as 60 ml with product 60 ml from the lot 8165956; the customer also has a box(es) labeled as 50 ml with 50 ml syringes lot# 9240280. Based on the photos provided, we conclude that at a certain point of the supply chain boxes with 50 ml and 60 ml syringes were put together. The manufacturing site is ruled out since these lots were produced with over a year apart from each other. It is unknown where it could have happened. Based on the investigation and with the photo provided, the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that labels on packages say 60ml and others have 50ml with a bd 60ml syringe luer-lok¿ tip. This occurred on 15 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that some package labels have 60ml and others have 50ml.